Event description:
It was reported that this programmer had a charging cable that was damaged and had sparked several months ago. The cables were exposed because the health care professional (hcp) pulled the cable at 90 degrees angle from where it was plugged. The charging cable was handed over to the field representative and was replaced. No patient involvement was reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.